Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had recurring failed battery test alarms on their insulin pump. Customer stated they were able to clear the alarm, but the alarm persists. The customer's blood glucose was 241 mg/dl. Troubleshooting could not be completed as the customer stated they would call back. No additional information provided.